Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up and the pulse generator was found in backup mode. Following a download, normal device function resumed. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.